Event description:
This was a lead extraction case performed in the operating room to remove a sprint fidelis lead from the rv. The lead was prepped with an lld, and a 14f glidelight catheter was used. In the svc, towards the ra junction, a drop in blood pressure occurred. Lasing was stopped and the tee showed a pericardial effusion. A thoracotomy was performed, and a tear was identified and repaired. Patient survived the intervention.